Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a internal helium loss. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h6 (investigation conclusions, investigation findings), h10, h11. Corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
(4117/3221) no repair information has been provided at this time. If any information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: b5, b6, b7, d5, d10, h6(clinical code & impact codes).

Event description:
It was reported that in the preparation for operation the cardiosave intra-aortic balloon pump (iabp) had an internal helium loss. There was no patient involvement and no adverse event reported.